Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative reported that a patient with an implantable neurostimulator (ins) was playing soccer with his son and experienced a lead fracture. An impedance check showed high impedance on the leads after this event, and a revision was scheduled. The patient was able to receive some therapy with the device, but only after programming very high voltages on his ins. This caused the ins to discharge very quickly, and he was unable to keep up with charging, so the battery became overdischarged by the time of the scheduled revision. The system was completely explanted and replaced. No symptoms were reported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.